Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible alert for rv coil impedance that exceed the programmed upper limit. Upon interrogation, it was noted that the rv coil impedance was within range. The rv lead remains in use. No patient complications have been reported as a result of this event.